Event description:
Complaint indicated that the bed had brake casters that were not holding. No injury alleged.

Manufacturer narrative:
Technician located the bed in facility maintenance. Found brake casters that were not holding. Replaced the casters with brake/steer upgrade to resolve this issue.